Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Blood glucose level was 423 mg/dl. A system check was performed and blockage was observed in the cartridge. Reportedly, a cartridge and infusion set tubing change was performed to address the issue.